Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced oozing at the axillary site. Two units of blood products were transfused. The patient continued on support and experienced episodes of laminar flow. An echocardiogram showed the inlet was deflected to the posterior wall. Ultimately, care was withdrawn and the patient expired.

Manufacturer narrative:
The device was not returned for investigation. The pump passed all the post sterile inspection checks.